Event description:
It was reported that the device was explanted after an implant duration of approximately 12 months, due to unknown reasons. No further details were provided.

Event description:
A customer obtained an erroneously high troponin (accu tni) result of 2.4ng/ml for one patient sample. The original sample was re-tested on a different instrument and an accu tni result of 0.06ng/ml was obtained. The results were reported out of the lab. Patient was admitted to the hospital for observation only.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.